Event description:
It was reported that a patient experienced peritonitis and subsequently passed away coincident with automated peritoneal dialysis (apd) therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the peritonitis event. The patient was treated with cephalexin and amikacin (dose, route and frequency not reported) for the event. It was reported that in the month following diagnosis, pd therapy was discontinued due to the patient not responding to treatment and was switched to hemodialysis. Approximately three months after onset of the peritonitis event, the patient passed away. The cause of death was reported to be due to an unrelated indication. It was not reported if the patient was hospitalized for this indication. The patient had not recovered from the peritonitis prior to the time of death. An autopsy was not performed. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).should additional relevant information become available, a supplemental report will be submitted.